Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pt presented septic, including dehydrated and hypotensive. Nursing attempt to provide ivf in bolus form for pt who was fluid responsive but unable to use bbraun pump to do so as consistently alarmed down stream occlusion. Tubing followed from top to bottom and IV site confirmed patent but no change, delaying in fluid resuscitation on a pt c/ sbp's in 70's-80's. Tubing was removed from pump, pressure bag placed and bolus hung to gravity.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Follow-up correction MDR - coding was updated to remove 2067 and 1807.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.